Event description:
Initially, the baxter field service engineer reported, a patient coded and died 19 minutes into conventional hemodialysis treatment at a facility. The nurse manager phoned baxter service center to request a device evaluation. During the conversation, no suspicions or allegations were made against the device. The baxter engineer is at the account evaluating the device. The facility nurse manager provided additional clinical information on 04/11/2008: reportedly, the event occurred in 2008. The nurse reported, the vitals were stable prior to the treatment (vital signs were not provided). Reportedly, approximately 20 minutes into conventional hemodialysis (hd) treatment, the patient experienced "substantial hypotension" (level unknown) and coded. Cardio-pulmonary resuscitation (CPR) was initiated and 911 was called. The patient was taken to the emergency department (ed) at the local hospital, where he subsequently expired (cause unknown). The facility representative declined to provide any further information. Reportedly there were no suspicions or allegations that the system 1000 hd device caused or contributed to this event. An on-site visit has been offered to the facility.

Manufacturer narrative:
The baxter field service technician visited the facility and performed an evaluation of the device. The evaluation results indicate: no problem was found with this device. The customer requested functional checks be done after the patient incident. The device was visually inspected and no problems were noted. Inside the fluid compartment there were no fluid leaks noted. The device passed the self-test with no alarms. Functional checks completed and no problems were noted.